Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a right femoral arteriovenous (av) fistula. One hour after completion of an atrial fibrillation (af) ablation procedure with an intellanav mifi oi large curve and an intellamap orion catheter, the patient presented with a right femoral av fistula. Pain and swelling with hematoma was present. Only venous access was used during the procedure. The patient was brought to the vascular lab where the fistula was documented with contrast injection from ipsilateral femoral artery. An arterial stent was then placed by the physician, closing the fistula. 2ea 9fr 12cm sheaths, 1ea 8.5 french sl0, and 1ea non-boston scientific were used for access in right groin. Doppler ultrasound was used with all initial sheath / venous access.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a right femoral arteriovenous (av) fistula. One hour after completion of an atrial fibrillation (af) ablation procedure with an intellanav mifi oi large curve and an intellamap orion catheter, the patient presented with a right femoral av fistula. Pain and swelling with hematoma was present. Only venous access was used during the procedure. The patient was brought to the vascular lab where the fistula was documented with contrast injection from ipsilateral femoral artery. An arterial stent was then placed by the physician, closing the fistula. 2ea 9fr 12 cm sheaths, 1ea 8.5 french sl0, and 1ea non-boston scientific were used for access in right groin. Doppler ultrasound was used with all initial sheath / venous access.